Event description:
Hearing performance with the device is affected. The right device of the bilaterally implanted recipient was found not to be functioning in february 2019. The contra-lateral device was also not providing benefit. There is no report of specific trauma or swelling/inflammation above the implant site.recipient will be re-implanted however no date has been scheduled.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to excessive mechanical stress appears very likely. Furthermore, an intermittent short circuit between two implant channels could be observed, prior to the major loss in available channels, for undetermined reasons. However to determine an exact root cause device investigation would be necessary. No information on possible re-implantation date has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. There is no report of specific trauma or swelling/inflammation above the implant site. Reimplantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device was affected. The right device of the bilaterally implanted recipient was found not to be functioning in (B)(6) 2019. The contra-lateral left device was also not providing benefit. There was no report of specific trauma or swelling/inflammation above the implant site. The recipient was re-implanted on (B)(6) 2019.